Event description:
It was reported that the procedure was to treat the heavily calcified, heavily tortuous right coronary artery (rca) with advanced disease. The xience skypoint stent delivery system (sds) was advanced with slight resistance noted but it was noted that the stent was not seen on the delivery system and the stent was seen floating in the obtuse marginal artery. A mini trek balloon dilatation catheter (bdc) was advanced and inflated slightly in order to move the stent to the indented location and the stent was deployed with additional dilatations. A dissection was noted distally and 10 xience stents were layered to treat the dissection. Ten xience stents were required due to advanced disease state in the rca, including numerous ruptured plaques and stenosed areas combined with difficult, calcified, tortuous anatomy required shorter stents to deliver for treatment. No additional information was provided.

Manufacturer narrative:
The device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The UDI is unknown due to the part/lot number were not provided.

Event description:
It was reported that the procedure was to treat the heavily calcified, heavily tortuous right coronary artery (rca) with advanced disease. The xience skypoint stent delivery system (sds) was advanced with slight resistance noted but it was noted that the stent was not seen on the delivery system and the stent was seen floating in the obtuse marginal artery. A mini trek balloon dilatation catheter (bdc) was advanced and inflated slightly in order to move the stent to the intended location and the stent was deployed with additional dilatations. A dissection was noted distally and 10 xience stents were layered to treat the dissection. Ten xience stents were required due to advanced disease state in the rca, including numerous ruptured plaques and stenosed areas combined with difficult, calcified, tortuous anatomy required shorter stents to deliver for treatment. Subsequent to the initially filed report the following information was provided: the device was a 2.5x15 mm xience skypoint sds. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of dissection is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the device interacted with the difficult anatomy causing the reported failure to advance and subsequent stent dislodgement. A balloon catheter was used to place the stent in the intended location successfully. A dissection was noted after the stent was placed and treated with additional xience stents. There is no indication of a product quality issue with respect to manufacture, design or labeling.